Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was having issues with seeing a low performance error showing up on their navigation system. The site was able to re-boot the system and the error went away. It was later noted by the representative that the matrix size on the exam that was attempted to be loaded for registration was larger than 512 x 512. The system has a software version of (B)(4) when the site restarted the system, they used a different exam (the initial exam used was a scout.) Which is why the issue did not present itself after the restart. The issue was resolved on call. There was no patient present when this issue was identified.

Manufacturer narrative:
H2: additional information was received. D11 updated: section d information references the main component of the system. Other relevant device(s) are: software: sw app 9735762 stealth s8 app software version: 1.1.0 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h6/h6: further software analysis was completed. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Codes 10, 104 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. Three volumes exist in the export of sizes: CT-3 512x512x144, CT-2 512x512x41, CT-1 512x512x144. No merge was performed so only one of the volumes was used. No memory or gpu resource alerts exist. Headless appears to be functioning correctly and it does appear that the operator may have been zooming at the time of the issue. There is not enough information to locate the root cause of the issue. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.